Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.1. Cloud - smartphone hardware iphone14.2. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they were wearing the pod when they experienced a glucose level of 23 mg/dl and lost consciousness. The husband administered glucagon, and the patient was not hospitalized. The patient has hypoglycemia unawareness and did not receive a formal diagnosis. The glucose level was 23 mg/dl, and glucagon was used to treat the low bg.